Event description:
It was reported that approximately 2 years, 5 months and 7 days post transfemoral transcatheter aortic valve replacement tavr with a 23 mm sapien 3 ultra valve the valve was explanted due to progressive aortic stenosis and a surgical valve was implanted. She presented with shortness of breath. Medical records were received and reviewed, the patient status post tavr who started experiencing shortness of breath, when the patient was found to be in atrial fibrillation. Over the next 6 months, this worsened and the patient was admitted with an acute decompensation with heart failure. A transthoracic echocardiogram demonstrated severely degenerated tavr valve with mean gradient of 57 mmhg and significant tricuspid regurgitation as well. The patient was admitted for explant of the valve. The intra-procedural transesophageal echocardiogram reported severely stenotic sapien 3 valve, "the leaflet appears thin, non-calcified with normal motion, trivial paravalvular regurgitation". A 25mm magna ease valve was implanted. The patient was discharged home in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. Sections b5, b7, g6, h2, h6: clinical code and device code in this section have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on medical record. A review of the DHR, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per medical record review, a transthoracic echocardiogram demonstrated severely degenerated tavr valve with mean gradient of 57 mmhg and significant tricuspid regurgitation as well. The patient was admitted for explant of the valve. The intra-procedural transesophageal echocardiogram reported severely stenotic sapien 3 valve. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had vast comorbidities (e.g. Hyperlipidemia, hypertension, etc.), which are known factors that may increase risk for early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported that approximately 2 years, 5 months and 7 days post transfemoral transcatheter aortic valve replacement tavr with a 23 mm sapien 3 ultra valve the valve was explanted due to progressive aortic stenosis and a surgical valve was implanted. She presented with shortness of breath.

Manufacturer narrative:
The investigation is ongoing.